Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6)at 18:38:35. During night drain cycle seven, the patient's ultrafiltration reading was 2222ml, indicating the home patient (hp) drained 1222ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Eval summary: the device was received by baxter for evaluation. Review of the event log found evidence of the iipv condition. The cause was determined to be use error, tidal total uf removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.